Event description:
This report is being conservatively filed due to patient death, unknown if device related.crd_1002 - expand g4 phase 1 and phase 2 studypatient ID: (B)(6)it was reported that on 16-nov-2021, the patient presented with mixed mitral regurgitation (mr) grade 3+ with a significant cleft/scallop and posterior leaflet prolapse. One mitraclip (cds0702-xtw, 10615r212) was implanted without a device issue, reducing the mr to grade 1+.this patient was previously captured in e-131390 // cn-142233 (previously filed report number 2135147-2022-02483-00) as follows [[[]]]:[[[on (B)(6) 2022, the patient had been hospitalized for heart failure. The patient has been subsequently discharged.the event is unknown if device related. There was no device malfunction reported.]]]on (B)(6) 2023, the patient had expired. The cause of death was not known. There remained no device malfunction reported.reportedly, additional details were not available.no additional information was provided regarding this issue.

Manufacturer narrative:
A2, a4: patient demographics obtained from baseline data on 15-nov-2021 the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. There is no indication of a product issue with respect to manufacture, design, or labeling.na